Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. He01381) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/minerva ablation". The patient's medical history included painful periods, uterine bleeding, lymphedema, obesity, asthma exercise induced, infertility, menorrhagia, ovarian cyst, vaginal discharge and endometrial polyp. Previously administered products included for an unreported indication: aleve, mirena iud and sprintec. Concurrent conditions included nausea. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). The patient was treated with surgery (laparoscopy with bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and weight increased to be related to essure. The reporter commented: coil was deployed without difficulty with 2 coils showing. Discrepancy noted: lot number : he01381 & he013b1. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. He01381-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/minerva ablation". The patient's medical history included painful periods, uterine bleeding, lymphedema congenital, obesity, asthma exercise induced, infertility, menorrhagia, ovarian cyst, vaginal discharge and endometrial polyp. Previously administered products included for an unreported indication: aleve, mirena iud and sprintec. Concurrent conditions included nausea. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). The patient was treated with surgery (laparoscopy with bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and weight increased to be related to essure. The reporter commented: coil was deployed without difficulty with 2 coils showing. Discrepancy noted: lot number : he01381 & he013b1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc.(batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. He013b1, he01381-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation/minerva ablation". The patient's medical history included painful periods, uterine bleeding, lymphedema congenital, obesity, asthma exercise induced, infertility, menorrhagia, ovarian cyst, vaginal discharge and endometrial polyp. Previously administered products included for an unreported indication: aleve, mirena iud and sprintec. Concurrent conditions included nausea. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). The patient was treated with surgery (laparoscopy with bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, weight increased and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and weight increased to be related to essure. The reporter commented: coil was deployed without difficulty with 2 coils showing. This lot he01381 is inval. Lot number: he013b1 manufacturing date: 2017-06 expiration date: 2020-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.